Event description:
It was reported that the patient presented remotely. Upon review of transmission, it was found that the right ventricular lead exhibited high out-of-range defibrillating impedance. Programming changes were made. There were no patient consequences and the patient would continue to be monitored.